Manufacturer narrative:
One (1) modified mountaineer quick connect driver with sleeve [product code: (B)(4)] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver's distal tip. The fractured tip was not provided for analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the distal tip of the modified driver breaking cannot be positively determined. However, the fracture analysis indicated plastic deformation of the hex feature indicative of a torsional overload of the fractured tip. This suggests the fractured tip underwent a quasi-static overload torsional shear failure starting at the hex points and extending to the center of the shaft, the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a c2-t2 posterior fusion using mountaineer, we had a mountaineer qc poly driver (6983-36-615 lot#mi24643) break. The residents put in all the screws and as one of them was going back to snug down a screw in c5 (3.5x14 green) the tip of the driver broke off. We then removed the driver and used a small needle holder to get the tip out. The broken tip was retrieved from the wound successfully and placed on the back table. We then snugged down the rest of the screws using a backup driver. The procedure was completed successfully.